Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("device was perforated in the endometrial linning") in an adult female patient who had essure (batch no. 62218dk) inserted for female sterilisation. In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2017, the patient had essure inserted. Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: patient had no pain or no other side effects. Caller stated they placed another device in the right tube where the device was not correctly placed in the right tube. Diagnostic results: confirmation test-perforated right device, they placed another device in the right tube where the device was not correctly placed in the right tube. They were able to verify placement through previous x-ray. Lot number reported (62218dk) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.